Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high pacing threshold post operatively. A chest x-ray was performed revealing decreased slack on the lead. The pocket was reopened and the lead repositioned with acceptable measurements. No adverse patient effects were reported. This lead remains in service.